Manufacturer narrative:
Follow-up #1 date of submission 01/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history revealed several power on resets and an unconfirmed alarm on (B)(4) 2012 at 3:55pm. The battery voltage at the time of the alarms were found to be low. There was no damage found to the battery compartment or battery cap. The battery cap met all specifications and was found to secure tightly to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap with no power issues. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit or battery flex.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reported changing the battery but the issue continued. The patient confirmed no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.